Event description:
The customer reported false positive with the ID now covid-19 2.0 assay for two patients performed on various dates. This MFR. Report addresses patient 2 of 2. The customer reported false positive with the ID now covid-19 2.0 assay for performed on 30jan2023. Confirmation testing (pcr) was performed (unknown sample) and generated negative results. The customer stated the patient was previously infected with covid-19 in jun2022. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m217237 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000 / lot m217237, test base part number 192-430 / lot m217237. The lot met the required release specifications. (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination.d4(serial #) h3 other text : single use, device discarded.

Event description:
The customer reported false positive with the ID now covid-19 2.0 assay for two patients performed on various dates. This MFR. Report addresses patient 2 of 2. The customer reported false positive with the ID now covid-19 2.0 assay for performed on (B)(6) 2023. Confirmation testing (pcr) was performed (unknown sample) and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Device evaluated by MFR: single use, device discarded.